Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patients experienced toxic anterior segment syndrome (tass) after surgery. The customer did not know the cause of tass. Additional information has been requested but none received.

Manufacturer narrative:
There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).